Event description:
It was reported that this pacemaker had a stored atrial tachy response (atr) episode that was inappropriate due to far-field oversensing. Technical services provided reprogramming recommendations. At this time, the device remains in service. No adverse patient effects were reported.